Manufacturer narrative:
Additional information: please reference mdrs 2029214-2016-00972 and 2029214-2016-00973 for the other mdrs for this event.

Manufacturer narrative:
The device will not be returned for analysis as it was left in the patient; therefore the complaint could not be confirmed, and the event cause could not be reliably determined. Based on the reported information, the physician did not control the onyx reflux resulting in onyx retrograde flow over the proximal marker band of the detachable tip on the apollo microcatheter. Per the apollo instruction for use, "refluxing over the detachment zone distal to the last tortuous curve may result in catheter entrapment. Do not place catheter such that the detached tip could interfere with patent vessels."

Event description:
Medtronic received information that the apollo catheter became stuck inside the patient's brain during an avm embolization procedure. The device was cut at the patient groin and the piece was retained in the patient. During embolization of the avm the apollo became stuck inside of the patient's brain. The injection rate of the onyx did not exceed 690kpa/100psi. As the onyx was injected, the physician paused to screen, but the pause was less than 2 minutes between injections. There was reflux of the onyx on the apollo. The onyx cast went beyond the proximal marker-beyond the separation point/detachment zone of the catheter. As a result, the apollo was entrapped and the physician applied force during removal with significant movement of the pons. The device was cut at the patient groin and everything except the hub, where the physician cut the catheter was left in the patient and the avm was not fully treated. The current condition of the patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.